Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one single use loading unit. Visual inspection of the returned product noted that the loading unit was pre-fired with the interlock engaged. The jaws were open. In addition (pmv) performed a photographic evaluation of two photos and the visual inspection of the returned photos noted that the loading units jaws were open and the staple pushers were not visible on the cartridge. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was overridden, and the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling on the colon (colonic anastomosis) during laparoscopic right hemicolectomy procedure, the reload was stuck after fired. The central and distal staples were unable to staple on the tissue. The surgeon removed the original reload then replaced by a new reload to complete the procedure. There was no patient injury.